Event description:
Information was received that this smiths medical cadd legacy plus pump failed volume testing. No patient involvement reported.

Manufacturer narrative:
Evaluation results: one cadd legacy plus pump was returned for investigation in good condition. The keypad and labels were intact. There was no evidence in the event log to support the reported product problem (failed accuracy). The reported was replicated during functional testing however. Three delivery accuracy tests were performed. The recorded values were as follows: -6.33%, -3.94%, and -3.00%. The investigator confirmed that one of the values was not in accordance with the specification limit of +/- 6.0%. The accuracy failure occurred because the expulsor was out of calibration. The source of this problem was unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause was not established. The expulsor was replaced and the pump was re-calibrated. The pump subsequently passed all the functional tests.